Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va01ngw, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 37092, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that there appeared to be stimulation pain lateral to the entry point of the lead. They noted that there was a possible kink in the lead, per the surgeon, that was visible on the lead. However, the lead was tested intra-operatively and all four electrodes responded and impedance checks were within normal ranges both before surgery and at programming visits at the surgeon's office. The patient's programming was changed and efficacy was maintained, but the patient still had the issue with stimulation pain. They removed the old lead and replaced it on the left side, whereas, it was previously on the right side. The issue was resolved.

Manufacturer narrative:
Analysis of the lead and ins found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.